Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed non sustained oversensing due to noise. An increase in pacing lead impedance was also noted. The lead was subsequently capped and replaced. The patient condition was good after the event.